Event description:
Attempts for additional information have been unsuccessful. Surgery is still likely but has not taken place.

Event description:
On (B)(6) 2012, a physician's assistant reported it was reported that a patient was seen earlier in the day to have his device disabled for an MRI. At this time, a high impedance message was seen, the device was programmed off, and the patient went for his MRI. The patient's device was programmed on after the MRI. System diagnostics were run with a high impedance (9082 ohms) indication. It was uncertain if the device would be programmed off. The patient reported a significant increase in seizures for the past 30 days . The patient's output current was 2.75 ma. Surgery is likely but has not occured.

Event description:
On (B)(6) 2012, a response from the physician indicated that x-rays were taken but would not be submitted for review. No patient manipulation or trauma occurred that was believed to have caused or contributed to the event. Interventions taken included surgery: corpus colostomy. The increase in seizures was above the patient's pre-vns baseline. Both of the patient's seizure types increased. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the increase in seizures.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a patient death